Event description:
Hamilton medical ag received the following incident description: tf: 5507 error.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: tf: 5507 error.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue occured during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: tf: 5507 error